Manufacturer narrative:
Analysis of the lead lot# va1vjsh found the lead proximal end insulation was torn under the connectcor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the surgeon attempted to implant the lead but the end was defective. No known external /patient factors that may have contributed or led to the issue were reported. The lead was replaced with a new lead and the issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.